Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 2 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. 20lxac092 indicated that (B)(4) cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac092 met release specifications. As of 11/20/2020 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac092 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac092 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) area technical operations manager (atom) reported to fresenius customer service that a naturalyte lot had low conductivity values while testing on an hd machine. Upon follow up, the atom confirmed there was no patient involvement in this reported event. The lot of naturalyte had a conductivity value of 13.2 ms/cm. The theoretical conductivity value parameters on the machine were not provided. The reported batch was not used on any patient after discovering the conductivity issues. The clinic is currently using naturalyte dry bi-carb rx12 (lot number unknown). There was no recent service performed on the machine. There are no samples expected to be returned for evaluation.